Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the site was first aware of the issue on 2019-11-14.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced operative wound dehiscence with left extension cable exposure. Interventions included hospitalization/prolongation of existing hospitalization. No medical/surgical intervention had taken place, and the patient outcome was recovering/resolving. Etiology was considered related to left extension. The patient was implanted for parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the hospital start date was clarified to be (B)(6) 2019.